Manufacturer narrative:
Measure: this event has no impact on system performance or clinical outcome for this system or any system in the field. Analyze: issue was successfully reproduced. There is a highly specific pathway through the software by which this issue can occur, requiring the user to start inputting astigmatism information only to change course and add ak treatment without astigmatism information. The user is also guaranteed to have seen the modified treatment with opportunity to correct it on two separate screens at two different times. The next software release will correct the issue. Root cause: software. The doctor did not have to preform additional surgery.

Event description:
On (B)(6) 2023, it was reported to cas that during procedure ID (B)(6), two 21 degree aks at 107 axis and 287 axis were planned. After saving, the laser altered the ak positioning from 107 and 287axis to 0 and 180 axis.